Event description:
It was reported that during basilar artery stenosis procedure, during the process of advancing subject stent into microcatheter, significant resistance was encountered. After multiple attempts, only a portion of the distal end of the subject stent was advanced into the microcatheter. Resistance was encountered within the shaft of the microcatheter. Eventually, the subject stent was partially deployed within the microcatheter shaft and at hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.